Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off toothbrush handle [device breakage]; no adverse event [no adverse event]. Case description: a parent reported that the oral-b brushhead, version unknown that he or she had bought for his or her daughter of unspecified age fell off of the oral-b rechargeable toothbrush, version unknown. No symptoms developed.